Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/right against my uterus"), seizure ("seizures") and genital haemorrhage ("heavy abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "left essure sprang and she had to fix it and put that same one in" on 28-may-2009, device difficult to use "my doctor had problems putting them in" and device monitoring procedure not performed "no confirmation test". The patient's past medical history included migraine in 1999, headache in 1999, seizures in 1999 and headache in 1999. Concurrent conditions included overweight. Concomitant products included carbamazepine, levetiracetam, primidone and thomapyrin n (excedrin migraine). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device deployment issue ("left essure sprang and she had to fix it and put that same one in"). On 6-jun-2009, the patient experienced urinary tract infection ("uti"). In june 2009, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On 8-jul-2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). On 1-dec-2009, the patient experienced dyspareunia ("painful intercourse"). In december 2009, the patient experienced fatigue ("fatigue"). On 4-jun-2010, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), migraine ("migraine"), headache ("headaches"), back pain ("lower back pain"), adnexa uteri pain ("ovarian pain") and uterine pain ("uterine pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on 17-apr-2016. At the time of the report, the device dislocation, seizure, dysmenorrhoea, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, urinary tract infection, migraine, headache, device deployment issue, fatigue and weight increased outcome was unknown, the dyspareunia and back pain was resolving and the adnexa uteri pain and uterine pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, device deployment issue, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, seizure, urinary tract infection, uterine pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Current weight: 176 lbs. ¿concerning the injuries reported in this case, the following one was described in patients medical record: device difficult to use." Most recent follow-up information incorporated above includes: on 2-apr-2018: reporter information was added. This case concern 19 year old patient. Patient demographic was added. Her historical/concurrent condition was added. Lab data was added. Essure indication was updated. Essure removal date was updated. Concomitant medication was added. Following events: abnormal bleeding (vaginal), uti (urinary tract infection), migraine, seizures, headaches, the pain was just like the pain I had after my doctor had problems putting them in/left essure sprang and she had to fix it and put that same one in, fatigue, lower back pain, weight gain, ovarian pain, uterine pain and no confirmation test were added. She had recovered from following events: ovarian pain, uterine pain and recovering form events: migraines and lower back pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/right against my uterus"), seizure ("seizures") and genital haemorrhage ("heavy abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "left essure sprang and she had to fix it and put that same one in" on (B)(6) 2009, device deployment issue "left essure sprang and she had to fix it and put that same one in" on (B)(6) 2009, device monitoring procedure not performed "no confirmation test" and device difficult to use "my doctor had problems putting them in". The patient's past medical history included migraine in 1999, headache in 1999, seizures in 1999 and headache in 1999. Previously administered products included for birth control: iud from 2005 to 2008; for contraception: depo provera from 2002 to 2004. Concurrent conditions included overweight. Concomitant products included carbamazepine, levetiracetam, primidone and thomapyrin n (excedrin migraine). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2009, the patient experienced urinary tract infection ("uti"). In june 2009, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse"). In december 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), migraine ("migraine"), headache ("headaches"), back pain ("lower back pain"), adnexa uteri pain ("ovarian pain") and uterine pain ("uterine pain"). The patient was treated with surgery (to remove the essure implant / salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, seizure, dysmenorrhoea, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, urinary tract infection, migraine, headache, fatigue and weight increased outcome was unknown, the dyspareunia and back pain was resolving and the adnexa uteri pain and uterine pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, seizure, urinary tract infection, uterine pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Current weight: 176 lbs. ¿concerning the injuries reported in this case, the following one was described in patients medical record: device difficult to use." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/right against my uterus"), seizure ("seizures") and genital haemorrhage ("heavy abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "left essure sprang and she had to fix it and put that same one in" on (B)(6) 2009, device deployment issue "left essure sprang and she had to fix it and put that same one in" on (B)(6) 2009, device monitoring procedure not performed "no confirmation test" and device difficult to use "my doctor had problems putting them in". The patient's medical history included seizures in 1999 and headache in 1999. Previously administered products included for birth control: iud from 2005 to 2008; for contraception: depo provera from 2002 to 2004. Concurrent conditions included overweight, migraine since 1999 and headache since 1999. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), carbamazepine, levetiracetam and primidone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2009, the patient experienced urinary tract infection ("uti"). In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), migraine ("migraine"), headache ("headaches"), back pain ("lower back pain"), adnexa uteri pain ("ovarian pain") and uterine pain ("uterine pain"). The patient was treated with surgery (to remove the essure implant / salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, seizure, dysmenorrhoea, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, urinary tract infection, migraine, headache, fatigue and weight increased outcome was unknown, the dyspareunia and back pain was resolving and the adnexa uteri pain and uterine pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, seizure, urinary tract infection, uterine pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Current weight: 176 lbs. ¿concerning the injuries reported in this case, the following one was described in patients medical record: device difficult to use." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("painful intercourse"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, dyspareunia, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event abdominal pain, vaginal pain, severe cramping, heavy abnormal bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.